Manufacturer narrative:
Citation: mouillet g. Outcomes following pacemaker implantation after transcatheter aortic valve implantation with corevalve devices: results from the (B)(6) 2 registry catheter cardiovasc interv. 2015 sep;86(3):e158-66. Doi: 10.1002/ccd.25818. In the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes following pacemaker implantation after transcatheter aortic valve I implantation with corevalve devices based on incidents from the (B)(6) 2 registry. All data were collected from multiple centers between january 2010 and october 2011. The study population included 883 patients (predominantly male; mean age 82 years), all of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 78 deaths occurred due to: 58 deaths occurred in patients without a new permanent pacemaker, and 20 in patients with a new permanent pacemaker implanted. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation. Based on the available information, all incidents were attributed to medtronic product. No additional adverse patient effects were reported.